Event description:
Corneal opacity case description: spontaneous non-serious report. A physician reports a pt rec'd healon 0.2 ml infused into the anterior chamber after cataract surgery on the right eye in 2000. Within 1 minute, edematous opacity in the whole cornea was intensified and intraocular operation became impossible. After repeated irrigation with oxiglutatione irrigation solution the symtpom disappeared gradually. Thereafter was healon 0.2 ml infused again using another syringe resulting in recurrence of the corneal opacity. The operation was continued (after oxiglutatione irrigation) with a remaining corneal opacity. An iol was implanted intracapsulary without using healon and the operation was completed. The corneal opacity was partly remaining the next day. The cornea became completely transparent and the pt's corrected vision was improved to 1.0. In 2000 the pt had recovered completely. The reporting physician assessed the event as serious due to prolonged hospitalization. Gds physician assessed the event as non-serious. F-up 10-mar-00; details on the cataract surgery were reported from the surgeon. About 0.2 ml of healon was introduced in the anterior chamber of the right eye. Then a corneoscleral incision penetrating into the anterior chamber was made by an ophthalmic disposable knife. At this time corneal edematous opacity was noted. Within 1 minute the opacity was intensified and the operation in the anterior chamber became impossible. Irrigation with oxiglutatione and the opacity lessened. Repeated with healon from another container and the event recurred. Procedure completed without using healon. It was impossible to implant an iol in the bag and the iol was fixed extracapsularly. Brownish fine gritty deposits were noted on the surface layer of the cornea but were wiped off easily. It was considered that the deposits might be exfoliated corneal epitheliocytes. Comments from the rptr: no other factor than healon caused the event. However, no abnormalities were noted in 7 other cases of surgery conducted on the same day. Suggests a possibility that the pt might have had a sensitivity reaction to healon. F-up 13-apr-2000; results from the investigation from MFR: the solution of the returned syringe and reference syringe were without deviation. Nothing observed during the investigation was found that could explain the reason for the complaint. Case comment: healon is a highly purified and non-inflammatory. Since it is also an endogenous substance, hypersensitivity reactions are not known to occur. It is possible that a reused cannula was used. Detergents left in a reused cannula can be injected into the eye together with healon causing a toxic reaction. The solution of the returned syringe and of reference syringe were without deviation. Clinical event occurring in a reasonable time sequence to administration but where another chemical or drug provides more reasonable explanation. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor, MFR or product caused or contributed to the event.